Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Event description:
It was further reported that the device was explanted and replaced when the device triggered elective replacement indicator (eri).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) was approaching recommended replacement time (rrt) after less than four years of use. The device did not meet the patient's expectation for longevity. The device would have been expected to last longer based on normal settings. The device is still in use. No patient complications have been reported as a result of this event.